Event description:
It was reported that during a vats procedure, on the first firing with a green reload, the knife blade fired halfway through the cartridge. The knife blade would not go backwards or forwards and there was a partial fire. Another device was used to compete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/05/2008. Evaluation summary the analysis showed that the device was received in good visual condition and with a reload in the device. The reload was received partially fired and with the cartridge lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, in addition the trigger post was found broken. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.